Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin but then noticed that the cannula was bent. Troubleshooting found that this happened with 3 reservoirs. Customer changed out the reservoirs and was advised on proper insertion, taping and site techniques. Customer was advised to monitor the pump, follow up with their doctor and to call back if any further issues. Customer will return the reservoirs and infusion set for analysis.